Manufacturer narrative:
A device history record (DHR) review was performed on part 241.903, lot 1590078: manufacturing site: (B)(4), manufacturing date: 04. Jan. 2007: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown plate locking compression plate (lcp)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a right foot deformity and underwent a right ankle pantalar arthrodesis using a proximal humerus internal locking system (philos). Upon radiologic follow-up post-operatively, it was found that the ankle did not fuse and formed a non-union, with hardware failure. Of the eighteen (18) pieces of the hardware implanted, only four (4) pieces were intact. On the sixth year post-operative, the patient complained of a new onset pain in her operative ankle. A removal of the hardware and revision of the ankle was planned. The revision surgery implemented a pediatric distal femoral osteotomy plate. There is no follow-up data on the revision. Concomitant medical products: four (4) unknown screws (part # unknown, lot # unknown), one (1) 6.5mm cannulated screw (zimmer) (part # unknown, lot # unknown). This report is for an unknown plate locking compression plate (lcp). This is report 4 of 4 for (B)(4).